Event description:
According to implant registration card returned from the user facility, onxane-23 sn (B)(4) was implanted (B)(6), 2022 in a patient with an existing onxane-23 sn (B)(4), (B)(6), 2020. Both ircs notate the valves were implanted in the aortic position. This investigation will be relegated to onxane- 23 sn (B)(4).